Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients who underwent bone fixation and stabilization. The following complications have been identified as per ICD 9 & 10 categorization with corresponding intervention: 615 patients had subsequent surgery within 0-12 month periods following the index procedure. 3 patients had nonunion within 12 months post-index surgery. 24 patients had malunion within 12 months post-index surgery. This is for depuy synthes cable implants system (cerclage wire, cerclage cable, trochanter reattachment device). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown cable-wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1: updated unknown device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.